Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedance was a possible fall but they did not know the date that this may have occurred. The patient was reprogrammed and received adequate coverage. The high impedances had not been resolved however and no additional intervention was being performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the 0-7 lead showed high impedance on contact 0, 1, 2, and 4. The rep advised the healthcare professional (hcp) of the high impedance and stimulation coverage. The device was charged, and the patient is receiving adequate coverage. No further complications were reported.